Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and no low power or shutdown alarms were noted. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instruction to leave wall adapter plugged into known working outlet for at least 30 minutes, pump began charging successfully, and no further assistance was required.